Event description:
Upon interrogation a decrease on the ventricular sensing and increase on the capture thresholds was noticed. The physician decided to check the position of the rv lead through x-ray, which showed a lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.